Event description:
Consumer alleges that when she went to sit down on the rollator the side frame allegedly broke and she fell. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model (B)(4) serial number/date code (B)(4) is approximately 3 years old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female who is (B)(6) tall and (B)(6). It is unknown if there was additional loading on the device. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.